Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The tapered screw-vent implant with mtx surface (tsvb10) was not returned for investigation. Therefore, visual inspection could not be performed. Per complaint description, the product was not in the package; the package was empty when it was received. However, the exact details of the condition of the product as received by the customer is unknown. Functional testing could not be performed. For instance, the complaint does not allege a failure that could be functionally tested and the device was not returned. Pictures were not provided by the customer. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the package was received empty and the product was not received. The package/product was not returned. Therefore, the reported event could not be verified. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, first/given name and last name unknown / not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
On 31 oct 2019 additional information: doctor´s assistant indicated the incident occurred on the time of the procedure. Doctor indicated the implant was not in the package the box was empty. Doctor placed another implant to finish the procedure.